Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8110 failing sizer calibration. Technical support - sizer assembly: customer replaced the sizer assembly and syringe will still not pass calibration. Recommended sending the unit in under the sizer recall. Customer will seek direction from their leadership. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
The customer reported that the 8110 is failing the sizer calibration. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the 8110 is failing the sizer calibration. No patient involvement.